Event description:
(B)(4). Initial information received from a physician via a sales representative on 08-jun-2009. Additional information received from the receptionist in the physician's office on 11-jun-2009: a currently (B)(6) female was treated with poly-l-lactic acid [sculptra] (lot # and expiration date were not provided) injections for an unspecified indication on (B)(6) 2008 and (B)(6) 2009. On an unspecified date, after the injections, the patient developed an area at the injection site on her right cheek (patch) with hypopigmentation. Concomitant medications and relevant history were not provided. No further relevant information reported.

Manufacturer narrative:
Add'l implanted date: (B)(6) 2009. Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because, no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.